Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis of the device image found that the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.